Event description:
Received info that the patient was not able to adjust her stimulation with her programmer. Programmer display was showing a power on reset screen. Medtronic's technical services explained to patient how to clear the por and she was told to call back if she had further problems. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).